Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unresponsive. The customer connected the pump to a power source and the pump turned on. The customer's blood glucose level was 672 mg/dl. The customer delivered a bolus via the pump. During troubleshooting with tandem technical support, pump data revealed that a malfunction alarm occurred. Reportedly, the customer was able to resume insulin therapy.